Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, no change in her eyes still wearing glasses, did not improve her vision. She was unable to read without glasses and really struggle to see the letters. She was not able to drive at night and at night she saw a gray blur in her vision. She was expecting 20/20 vision. She has had laser treatments and still no improvement. Additional information was requested, but further no information was available.

Manufacturer narrative:
Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Information in the file indicated that the patient expected 20/20 vision, but is still wearing glasses. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The consumer reported that laser treatments were taken and still no improvement. The ecp (eye care professional) was contacted. The consumer will continue to discuss with her ecp (eye care professional) for guidance. Follow up attempts were made for additional information. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).